Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range pacing impedance measurements was detected on the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead during the device replacement procedure. The lead was checked with a pacing system analyzer (psa) first which showed normal measurements, and then it was connected to a new device which showed an out-of-range impedance. Thereafter, the lead was re-connected after checking the distal pin but still an out-of-range measurements were observed. The device was programmed to vvi and the lead remains connected. Both products remain in service. No adverse patient effects were reported.

Event description:
Additional information was received confirming that the patient is not pacemaker dependent.